Event description:
It was reported by the customer that the pyxis medstation es system has failed drawer and would not open to recover. Customer did not release any other information about the malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was verified that no hardware errors in rss. A field service techinician confirmed that drawer is working as expected. The system functioned as intended.